Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a skin irritation on her back. The patient reported that the irritation felt like a burn and had started to peel. The patient's nurse practitioner advised the patient to remove the lifevest to allow the irritation to heal. Follow-up indicated that the irritation was improving and was no longer red and irritated.